Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient drove into town and after driving, he turned that stimulation on but thought the stimulation was off because he was not feeling the stimulation. The patient stopped feeling the stimulation on the day of the report and was having pain in the left leg. The patient stated that the implantable neurostimulator (ins) was charged the week before the report and felt the stimulation on the week of the report, on tuesday. During troubleshooting, it was noted that the stimulation was on, on group a at 43.5v, the patient increase to 7.3v, and couldn't feel the stimulation. The patient noted that there were not trauma, falls, emi, or activity that may have affected it. The patient was redirected to the healthcare professional (hcp) for further step and a new programmer antenna was mailed to the patient. There were no further complications or anticipations reported with this event.